Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's investigation results. The device history record was reviewed for the product involved. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer confirmed the phenomenon was likely due to user handling and technique.

Manufacturer narrative:
The device was returned to the service center for evaluation. During the evaluation, visual inspection was performed finding a leak in the a-rubber due to a hole/cut. The bending section had broken skeleton rings with 5+ frayed wires. The reported was confirmed. The most likely cause of the hole in the scope was due to mishandling by the user.

Event description:
Olympus received a complaint from the user facility stating that holes were found in the scope. There is no patient impact.